Event description:
Customer reported visiting the emergency room due to a diabetes-related issue while using the insulin pump, cause of high bg was not known. The highest blood glucose level recorded during the incident was 31 mmol/l, indicating an adverse impact. High ketone levels were deemed dangerous by healthcare professionals. Although the pump and insulin supplies showed no malfunctions, the customer tried to manage the blood glucose level by bolusing via the pump. The customer received intravenous fluids and insulin, which resolved the issue without causing any permanent damage. They were released from the emergency room on july 14th.